Event description:
On (B)(6) 20925, a male patient underwent arterial thrombectomy using inari devices. During the thrombectomy, the artix thin-walled sheath (artix sheath) and then the artix funnel catheter was inserted via the artix sheath. Two aspirations were performed with no clot removed. An attempt was made to exchange the guidewire; however, the attempt was unsuccessful. The artix funnel catheter was retracted back into the artix sheath. On imaging, the medical team noticed the radiopaque marker remained at the patient's femoral artery. The artix sheath and artix funnel catheter were removed from the patient without incident. The patient was then transferred to the operating room for an arterial cutdown to remove the marker band.

Manufacturer narrative:
The inari devices were retained by the user facility and are unavailable for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The device labeling includes the following warning: "avoid using excessive force to advance the artix sheath against resistance. If excessive resistance occurs, retract, and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation." The device labeling lists "additional surgical intervention" as a potential complication/adverse event. Manufacturer reference number: (B)(4).